Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 and reported her/his adc blood glucose meter had a port issue. Customer called again on (B)(6) 2016 to check on the status of the delivery and noted that on (B)(6) 2016 at 14:00 she/he "was feeling very bad and tipsy" but could not test because she/he did not have a meter so she/he needed to go to the emergency room. At the hospital customer was diagnosed with hyperglycemia and treated with "saline liquid and insulin." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.